Manufacturer narrative:
Corrected data: initial MDR is not applicable. Report number was submitted with wrong MFR report year (2018). Reference MFR #2023826-2019-02094 for re-submission of initial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -12.5 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. The lens was removed within the same surgery due to a lens tear/break during injection/delivery into the eye. No patient injury was reported. On (B)(6) 2019 a replacement lens was implanted and it was reported that the problem was resolved.